Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed leak test and reservoir passed per specifications. No leakage anomaly noted during testing. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.

Event description:
The customer reported that insulin from the reservoir leaked into the reservoir compartment, and it happened in the middle of the night while he was sleeping. The blood glucose reading was over 300mg/dl. No further information was provided.